Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), that the device failed preventive check., the device had an electrical safety error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) for onsite service and repair. This investigation is ongoing.

Manufacturer narrative:
Upon arrival, the field service engineer (fse) confirmed the reported issue. To resolve the problem, the fse replaced the alternating current (ac) inlet. Following the repair, the device successfully passed all required performance verification tests in accordance with philips standards and was returned to service. Based on the information provided and the service performed, it was confirmed that the unit did not meet product specifications. It was determined that the ac inlet was associated with the cause of the reported issue. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened.